Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard meridian inferior vena cava filter was deployed for a patient with deep vein thrombosis and pulmonary embolism. Completion demonstrated the filter to be in good position above the bifurcation and below the renal veins. There was minimal angulation noted. Approximately, seven days of post deployment, a computed tomography of chest, abdomen and pelvis was performed for chest pain. The study showed that inferior vena cava filter was in place with apex below the level of the renal veins. Around six years and four months later, a computed tomography of abdomen was performed for abdominal pain. The study showed that inferior vena cava filter was seen with its tip 1 mm below the inferior margin of the right renal vein. There was no caval tilt was seen on the coronal plane. There was mild posterior tilt seen on the sagittal image of approximately 14 degrees. The filter tip did not contact the caval wall but comes within 2 mm. No fracture or bend struts are identified. Multiple legs of the filter appeared or extend beyond the caval wall with their tips in the pericaval fat. The strut extending 6 mm be on the caval wall and to be within 1.5 mm of the lateral wall of the infrarenal abdominal aorta. A slightly more cephalad and subtle abnormality was seen with the strut extending just 1.5 mm lateral to the lateral caval wall. Similarly, 2 struts extend out anteriorly and contact the posterior wall of the third portion of the duodenum. The tip 4 mm anterior to the caval wall. This may involve the posterior wall of the duodenum and more definite involvement of the posterior wall of the third portion of the duodenum with the tip of the strut extending 4.5 mm anterior to the caval wall. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and positioning issue of the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. During deployment the filter was angulated. Approximately six years and four months later post filter deployment, it was alleged that the filter struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.